Event description:
It was reported that the right atrial (ra) lead triggered a lead warning with low impedances and a possible high rate of noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4003m implantable pacing lead 1998 (B)(6). (B)(4).

Event description:
It was further reported that there is also some occasional far field r-wave (ffrw) oversensing.

Event description:
It was reported that the right atrial lead triggered a lead warning with low impedances and a possible high rate of noise. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that a polarity switch had occurred. Reprogramming was performed and the lead remains in use.